Manufacturer narrative:
Patient age at time of event - over 18 years. (B)(4).

Manufacturer narrative:
Device is a combination product the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that stent damaged did not occur. However, the stent was not centered on the stent delivery balloon.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified that the stent had not moved on the balloon. The stent was positioned securely between the distal and proximal markerbands. There were kinks in the lumen for 35mm from the proximal markerband. This type of damage is consistent with excessive force being applied to the system. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used in vivo. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was identified. While unpacking the stent, it was found not to be 'trimmend' well. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Event description:
It was further reported that stent damaged did not occur. However, the stent was not centered on the stent delivery balloon.